Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during a therapeutic endobronchial ultrasound-guided transbronchial needle aspiration (ebus-tbna), the single use aspiration needle went down the ebus scope while the scope was inside patient. Apparently only the needle was coming out and no sheath. The physician deemed the issue unsafe to continue and opened a new needle and continued the procedure successfully. No patient harm reported.

Manufacturer narrative:
Corrected field - d9: the initial report indicated that the subject device was available for evaluation. This was corrected to reflect that the subject device was not made available to olympus for evaluation. The subject device was discarded by the user facility. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue (only the needle existed from the sheath). A definitive root cause for this issue was not established. However, it is probable that issue occurred because the device was forced through with some resistance. Olympus will continue to monitor field performance for this device.